Event description:
It was reported that during preventive maintenance, the instrument drive unit (idu) was gliding down by itself from the z-slide. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preventive maintenance, the instrument drive unit (idu) was gliding down by itself from the z-slide. There was no patient involvement.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Evaluation of the field service notes indicates that the z-slide was replaced to resolve the issue. Performance verification checks were conducted as well as electrical safety tests. The arm was functional. Evaluation of the device data does not indicate any issues. This reported issue is considered a hardware issue and the logging arch itecture does not capture this information. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.